Event description:
It was reported that the device exhibited noise on the ventricular channel. The patient had alzheimer's disease and was unable to report any symptoms. Manual pressure with the lead in the tip-to-case configuration showed some myopotential oversensing. Manual pressure in bipolar showed no myopotential oversensing. The device was left in the bipolar configuration and regular follow-ups will continue.